Event description:
It was reported that the patient received an alert for non-sustained lead noise and presented in the clinic. Post-paced t-wave oversensing was observed on the ventricular lead via stored egm. Patient was asymptomatic. The ICD was reprogrammed. The patient was fine after the event.